Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked up and become unresponsive during use. The patient was removed from the device and provided with manual ventilation while other personnel troubleshot the device. Personnel restarted the device and recalibrated its touchscreen. After which, normal operation was observed and the patient was placed back on the device for support. There were no reports of patient harm as a result of the reported issue; however, medical intervention was required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen being unresponsive could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.